Event description:
It was reported that the patient experienced left lead misplacement. Corrective actions included invasive therapeutic procedure. The patient experienced in-patient hospitalization. The event was related to the implant procedure. Following evaluation of post-op MRI, MRI it was determined that the left lead was not placed accurate enough to the desired target. The attending surgeon determined it was necessary to remove and replace the left lead. The subject was returned to the or one week later for lead replacement. Post-op MRI following the second procedure determined the new target was acceptable. The hospitalization and post-op period were uneventful with no additional sequelae. The event was considered closed.

Manufacturer narrative:
Concomitant: product ID 3387, product type lead. Product ID 3387, lot# unknown, product type lead. Product ID neu_unknown_ext, product type extension. Product ID neu_unknown_ext, product type extension. Product ID 3387, product type lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the small intracerebral hemorrhage on the right was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0azz4, implanted: (B)(6) 2014, product type: lead. Product ID 3387s-40, lot# va0b8zw, implanted: (B)(6) 2014, product type: lead. Product ID 3708660, serial# (B)(4), product type: extension. Product ID 3708660, serial# (B)(4), product type: extension. Product ID 3387s-40, lot# va0b8zw, implanted: (B)(6) 2014, product type: lead. The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is 3004209178.

Event description:
It was reported that the patient experienced left lead misplacement. Corrective actions included invasive therapeutic procedure. The patient experienced in-patient hospitalization. The event was related to the implant procedure. Following evaluation of post-op MRI, MRI it was determined that the left lead was not placed accurate enough to the desired target. The attending surgeon determined it was necessary to remove and replace the left lead. The subject was returned to the operating room one week later for lead replacement. Post-op MRI following the second procedure determined the new target was acceptable. The hospitalization and post-op period were uneventful with no additional sequelae. The event was considered closed. The patient also had a small intracerebral hemorrhage on the right and a headache. The headache was resolved but the hemorrhage remained unresolved. Oxycodone was given as an intervention for the headache and no intervention was noted for the hemorrhage. Additional information reported the small intracerebral hemorrhage on the right and lead misplacement were related to the implant procedure and study. The suspected cause was the lead. The headaches were also related to the implant procedure and study and the suspected cause was noted as both a patient condition and unknown cause. .